Event description:
It was reported that while peforming a routine surgery on an unknown date, the instrument broke when the surgeon attempted to extract it. The physician elected to open the femur to remove rasp. Wiring was used to complete procedure.